Event description:
The abbott m2000 system is intended for use in performing nucleic acid testing in clinical laboratories. It is comprised of the abbott m2000sp and the m2000rt instruments. The abbott m2000sp is an automated system for performing sample preparation for nucleic acid testing. During inspection of the m2000sp liquid waste sensor, the abbott (B)(4) global service and support engineer found that the sensor housing was deformed. (B)(4).

Manufacturer narrative:
(B)(4).